Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
30-apr-2024 there was also increasing intermittent oversensing. The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Rv lead impedance and threshold increasing over time. Patient is dependent so physician capped and replaced lead. No adverse patient events reported. Should additional information be received, this file will be updated.